Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator charged but was unable to deliver the second shock and then powered off. The event occurred while the device was in use on a patient in cardiac arrest. The patient died. The report stated that the outcome was not related to the device not delivering shocks.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator charged but was unable to deliver the second shock and then powered off. It was reported to philips that the heartstart mrx monitor / defibrillator charged but was unable to deliver the second shock and then powered off. During cardiac arrest, the user delivered one 150j shock. On the second attempt to deliver a shock of 200j, the device charged but was unable to deliver the shock and the device powered off. The patient died. The customer contacted the philips call center. The event summary (user interface) for this event was provided to philips for review. A philips clinician reviewed the event summary. There were no associated ECG waveforms. The summary shows that the device was powered on at 02:20:01 into the monitor mode and pads were placed. A vfib/vtach alarm was generated and the users switched into the manual mode, charged to and delivered 150j of energy. At 02:23:42 a ¿device on¿ message was delivered, indicating that the device had powered off. After a power on sequence, the summary shows that the users selected the 200j energy selection. The event summary ends. There is no indication of what happened after that or whether the 200j energy selection was delivered. The customer later informed philips that they were declining evaluation of the device at this time. Philips did not evaluate the device. The device remains with the customer. No conclusion can be drawn.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the customer declined evaluation.